Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently loose its connection with the defibrillation electrodes, during a patient. In this state, defibrillation therapy may not be available, if it were necessary. A backup device was used and the patient outcome was not affected.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently loose its connection with the defibrillation electrodes, during a patient. In this state, defibrillation therapy may not be available, if it were necessary. A backup device was used and the patient outcome was not affected.